Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the pump powered on with functional vibratory features and vibrated appropriately for alarms. Investigation revealed that the audio features were not functional due to misaligned piezo contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging both the auditory alarm/warning function and the vibratory alarm/warning function failed to operate. There was no reported adverse event associated with this complaint. This complaint is being reported because the allege duel alarm failure was not resolved with troubleshooting.